Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients battery was no longer working as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The explanted device was discarded by the facility. No further information has been obtained.